Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor sounds labored during rewind. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that insulin pump had rejected new batteries and insulin pump was slower or louder during rewind. Insulin pump had random unexplained no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The motor functions properly during testing. The motor functions properly during testing. No drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the device and passed. Device was monitored for five days. No unexpected error message, unexpected low battery alarm or unexpected off no power alarm noted. Device communicated properly with the glucose sensor simulator and the mini link transmitter. No insulin pump/senor transmitter communication anomaly, calibration anomaly or charge anomaly noted. The test value was properly displayed on the pump sensor graph screen. Device uploaded properly using care link. Device had cracked reservoir tube lip.(B)(4).